Event description:
A consumer reported being unable to use their blood glucose meter due to continuous error messages. They were unable to recall the last time they were able to obtain a blood glucose value. They continued to treat themself with oral diabetic medication without testing. They went to the emergency room and their blood glucose was tested at 400mg/dl. They were told to follow-up with their doctor. They received no treatment at that time. There was no report of death or serious injury associated with the vent.